Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the was occluded, experienced no delivery or occlusion alarm. Had a bent cannula. And also reported, harm without any allegations of device error. The customer reported, a blood glucose value of 400 mg/dl. The customer reported, hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported, the following leading up to the event: the customer, had an insulin flow block and bent cannulas. Document treatment for high blood glucose: bolus. The event involved products mmt-1884, mmt-394a, mmt-332a and mmt-7040a. Within 48 hours, after the incident that was reported, the customer started using the insulin pump device. At the time of the incident, the customer was utilizing the auto mode/smartguard feature. The customer reported, an alarm related to a restricted insulin flow. The 5u fill cannula test was passed by the pump. The customer mentioned, having elevated blood sugar. The customer started, utilizing the insulin pump device 48 hours, after a high blood glucose event was recorded. The customer called, with a problem that was not addressed in the available troubleshooting manuals. For additional information, please read the event description. No further patient complications were reported. No product return is required for mmt-1884, no product return is required for mmt-394a, no product return is required for mmt-332a, no product return is required for mmt-7040a.